Event description:
It was reported when the device was used during an unknown procedure the staples from the device would not deliver. The case was completed with a same like device with no pt consequence.